Event description:
New information noted that the patient had persistent superior vena cava, suspected to be anatomy related. There is no recollection from the physician that there was a malfunction of the lead. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that during implant procedure on (B)(6) 2018, the right ventricular lead was unable to be implanted due to unknown reasons. Another lead was implanted. No additional information was reported.